Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the alert, impedance less than the lower limit and ventricular noise reversion was observed on the right ventricular lead. The patient would continue to be monitored. No additional information was reported.